Manufacturer narrative:
Based on the received information, the active electrode array has post-operatively migrated out of the cochlea. A full insertion was achieved at the initial implantation. A surgery to re-insert the electrode was successfully performed. The concerned device remains implanted and in use. This is a final report.

Event description:
The electrode migrated out of the cochlea. Surgery to re-insert the electrode has been successfully performed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode migrated out of the cochlea. Surgery to re-insert the electrode has been successfully performed.